Event description:
The patient was implanted with a left ventricular assist device. Information was received from the intermacs registry on (B)(4) 2015 stating: pump thrombosis. Additional information also included indicated that the patient underwent an urgent transplantation. Patient outcome: urgent transplantation; thrombus event: signs or symptoms: hemolysis; device malfunction causative factor: sub therapeutic anticoagulation; device malfunction causative factor: prothrombotic states.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided by the clinical representative indicated that the account does not remember details of the event due to the age of the event. In addition, information was provided confirming that the pump will not be returning for evaluation.

Manufacturer narrative:
Approximate age of device - 20 days. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder. (B)(4)